Event description:
A pharmacist reported that there was actuation issue with the cutter during surgery. The procedure type was unknown. The procedure was completed on the same day after replacing the product with a new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).